Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to loose and protruded drive support disk. The insulin pump was unable to perform occlusion, prime, and excessive no delivery test due to compromised force sensor system alarm. The insulin pump was received with normal operating currents. The insulin pump was monitored and no unexpected failed battery test alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and stained end cap sticker.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 398 mg/dl at the time of incident. The customer's blood glucose was 251 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap was sticking out. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.